Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 545 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. The customer would deliver a correction bolus via the pump to stabilize impacted bg levels. The contact stated that the customer's bg levels were brought down using the pump only. As the issue occurred in the past, troubleshooting was unable to be performed. At the time of the report, the contact stated that the customer was "okay". Contact stated the doctor will be spoken with to determine the causes of the high bg values.